Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on 04/22/2016, to report a detached cannula that occurred on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.